Event description:
It was reported that there were twelve cassettes that were missing caps. The event occurred before use. No additional information is available at this time. This is report 11 of 12 associated with this lot number.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon clarification, it was discovered that there was no patient involvement. During follow-up with the customer, it was identified that the devices did have caps when it was originally reported that the caps were missing. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.